Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report 1627487-2011-08120. It was reported that during the implant procedure the trial lead had high impedance. The lead repositioning attempt was unable to resolve the issue. The lead was removed and replaced by a new lead. Initially after the implant, the new lead had high impedance. The impedance went down to a normal reading during the post operative recovery.